Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle hub separates and shield does not detach as intended on lot # 9343461. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343461 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec shield pull. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that hub separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle hub separated when shield was removed.